Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the proglide device achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, one day post vessel closure the patient presented with a "cold leg and pain". Angiogram was taken via contralateral approach and an occlusion was found just below the closure site in the right common femoral artery. The area below the common femoral artery had reduced flow and the physician attempted to advance a guide wire, but was unsuccessful. The occlusion was treated with a non-abbott stent. The physician could not confirm if a back wall stick occurred. There were no reported adverse patient sequelae. Though requested, no additional information was provided.